Manufacturer narrative:
(B)(4). Batch # r9362x. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic hysterectomy, the blade was broken off soon after the procedure was started. The broken pieces were retrieved and no pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.